Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in good condition. A cassette was attached to the pump, and the device ran without any issues. The pump was functioning as intended. The investigator was unable to reproduce the no disposable alarm. The upstream sensor was recalibrated, and the downstream sensor was replaced. These steps were taken as a preventive measure. No actual fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the device gave an alarm and the message "no disposable". No adverse effects to patient reported.